Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 at 10:00 am the patient obtained the blood glucose readings of 285 mg/dl and 200 mg/dl on the reported meter. The patient took no actions due to these readings. Thirty minutes afterwards, the patient experienced the symptom of rapid heartbeat. The patient administered self-treatment by consuming food and/or a drink. The patient sought medical attention, and at 12:16 pm his blood glucose level was tested to be 160 mg/dl using an hcp meter. The patient manages his diabetes with set doses of insulin. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining elevated readings on the reported meter, and received treatment with food. Therefore this complaint is being reported.